Event description:
A report was received that the patient's precision system was explanted. The patient complained of the pocket getting hot inside and the ipg not functioning properly. The ipg was providing stimulation at the time of the explant, and the patient was reportedly doing well post-operatively.